Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'liquid crystal display (lcd) not functioning. Evaluation confirmed the issue as a white screen. The reported condition was verified. Visual inspection identified the cause to be corrosion on the display. The display was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pumps liquid crystal display (lcd) was not functioning. The event happened in the biomed service department. There was no patient involvement. No additional information is available.